Manufacturer narrative:
The dxc IFU safety notice states: "the no foam container is pressurized during system operation and must be properly depressurized prior to servicing." Per the IFU reagent replacement instructions, "vent the no foam container by disconnecting the quick connector at side of container". It is unknown if the operator vented the bottle prior to opening. No other information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator was splashed in the eye with no foam reagent while adding it to the unicel dxc 600 synchron clinical systems. The operator was not wearing appropriate ppe (goggles). The operator rinsed her eyes with water and received antibiotic eye drops from the ER.